Manufacturer narrative:
Patient ID reported as: (B)(6). Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported all three screws are broken off at the threaded shaft. The investigation shows that three screws were sent back for investigation. All three screws are broken off at the threaded shaft. The broken off fragments are missing. The threaded part and the screw recess shows wear and tear signs. Due to the unknown lot number a manufacturing review is not possible. The investigation was not able to determine the exact cause of this complaint because no detailed information about the event is available. The complaint condition is likely the result of the products were exposed to an excessive force influence while use and hence resulting in the breakage and to the deformed cruciform recess. The relevant dimensions for this complaint cannot be checked anymore to the damage and the missing fragments. Based on these findings the investigation can conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw body broke during the screw insertion. This happened with three screws. The surgery was delayed for fifteen minutes. There was no report of harm to the patient. This is report 3 of 3 for (B)(4).